Event description:
The customer reported that the cine pulse continues and there is an uncommanded xray.

Manufacturer narrative:
(B)(4). The ge service rep replaced the handswitch. The system operates as intended.